Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, on the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. This 2mm x 20mm x 143cm coyote es balloon catheter was then used but on the first inflation at 9 atmospheres for 10 seconds, this balloon also ruptured. The device was removed without any issue and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, on the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. This 2mm x 20mm x 143cm coyote es balloon catheter was then used but on the first inflation at 9 atmospheres for 10 seconds, this balloon also ruptured. The device was removed without any issue and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.